Event description:
The customer reported the system would lock up during the boot process. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, cable and the cpu upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.